Event description:
The following report was rec'd from the clinical study: during a coronary intervention following stent implantation, the balloon crossed over the stent struts to the 1st diagonal. While inflating to enlarge struts, a type b dissection occurred at the first diagonal and a second 2.25x13mm cypher select stent was implanted to treat the dissection.

Manufacturer narrative:
The event involves a current smoker with a family medical history of coronary artery disease. Baseline medications included aspirin, beta-blockers and clopidogrel. Intra-procedural medications included aspirin, clopidogrel and unfractionated heparin. Activated coagulation time was not monitored. The pt underwent a percutaneous coronary intervention indicated by unstable angina. Angiogram revealed a 95% stenotic, type b1, de novo, bifurcating, smooth contour, concentric and slightly calcified lesion in the mid left anterior descending (lad) and first diagonal (d1). The safety and effectiveness of the cypher stent has not been established in this type of vessel, and/or lesion. The lesion was 15mm long with a reference vessel diameter of 3mm. Pre-dilation was conducted before elective implantation of a cypher stent at 16 atm with satisfactory results and no post-dilation. Following implantation of the first cypher, the balloon crossed over the stent struts to the d1. During inflation to enlarge the stent struts, a type b dissection occurred. The dissection was successfully treated with implantation of a second cypher stent at 14 atms at d1 with no post-dilation. The stents were implanted in an abutting fashion using kissing balloon technique. Ivus was not conducted. The procedure was successfully completed and the procedural event of dissection was resolved without pt sequel. The pt was discharged on aspirin, statins and clopidogrel. Approx one month after the index procedure, the pt underwent a re-pci before a scheduled stage procedure in which direct stenting to the distal right coronary artery (rca) was conducted with an unk stent. There was 0% restenosis in the two previously implanted cypher stents in the lad-d1. The products remain implanted thus unavailable for analysis. A device history record review of the sterile lot number involved revealed the product met quality requirements for product acceptance. Conclusion: dissection is a known potential procedural adverse event during coronary stenting. There are vessel characteristics that have contributed to the reported event. There is no indication the event is design or mfg related. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.